Manufacturer narrative:
The customer's report that the maxplus extension set cracked at the male luer was confirmed. Visual inspection of the set noted that a male luer tip was broken off. Closer inspection under magnification observed stress marks at the break site of the male luer tip. No tool marks were observed. Functional testing was deemed unnecessary due to the broken male luer tip and the obvious leak that would occur from the break. The root cause of the break is due to an outside force on the male luer tip as indicated by the observed stress marks at the break site. The root cause of the outside force could not be determined.

Event description:
It was reported that the user noticed a maxplus extension set cracked at the male luer. The event occurred in the nicu.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
It was reported that the user noticed a maxplus extension set cracked at the male luer. The event occurred in the nicu.